Event description:
Experienced urine return in tubing of foley catheter. During surgical procedure, bladder became distended with urine. Discovered that end of tubing into foley bag was covered with a plastic covering preventing urine from properly draining into the bag resulting in urine backing up into the bladder.